Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was cutting into her skin causing the skin to break open. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest to allow the skin to heal. Field services remeasured the patient and provided a larger size garment. Follow up indicated that the patient's skin irritation improved.